Event description:
There is an upcoming revision surgery to revise the patient's tibia and talus.

Manufacturer narrative:
Please note the correction regarding h6 (results & conclusion codes): the reported event could be confirmed, since evaluation of the CT imaging by medical affairs indicates osseointegration problems around the construct. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿the tibial component does not show much radiolucence, there is some and some smaller cysts are visible, though. The bone partly is looking a little condensed. The pe cannot be assessed directly, but there are no indirect signs of loosening or migration. The talar component does show some radiolucence and there are larger cysts visible. Together with the information from the treating surgeon a loosening of both tibial and talar component can be confirmed. When looking through the information received, the event is patient related." Based on investigation, the root cause was attributed to a patient factors related issue. The event was caused by radiolucence and cysts around the construct indicative of osseointegration problems and loosening. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
There is an upcoming revision surgery to revise the patient's tibia and talus.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.